Event description:
As reported, after a .014 palmaz blue stent was implanted in the patient during renal artery stenting, the operator found a broken and leaking balloon when using a pressure pump to expand the balloon. The operator did not pressurize the balloon and withdrew it directly. A new palmaz blue stent was replaced on the spot for the procedure, and when a 7f exoseal vascular closure device (vcd) was used postoperatively to address the puncture point, the plug failed to be deployed when the plug deployment button was depressed. Manual pressure was used after withdrawing all devices. The patient was not harmed. There was no reports of patient injury. Pictures were received for review. The devices were returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a .014 palmaz blue stent was implanted in the patient during renal artery stenting, the operator found a broken and leaking balloon when using a pressure pump to expand the balloon. The operator did not pressurize the balloon and withdrew it directly. A new palmaz blue stent was replaced on the spot for the procedure, and when a 7f exoseal vascular closure device (vcd) was used postoperatively to address the puncture point, the plug failed to be deployed when the plug deployment button was depressed. Manual pressure was used after withdrawing all devices. The patient was not harmed. There was no reports of patient injury. The palmaz blue (pb) stent, was stored properly according to the instructions for use (IFU), and no damage was noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, and it was prepped properly according to the IFU. The stent was manipulated on the sds without any noted damage or deformation. No resistance was met while advancing the device. The contrast to saline ratio used was 50:50. The same indeflator was not used successfully with other devices. The device was inflated to 12 atmospheres before the anomaly was noted, and the gauge of the indeflator indicated a loss of pressure after about 2 seconds. There were no visible signs on the exoseal device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was still at the distal end of the closure device, partially deployed and partially out of the shaft. The indicator wire was still visible when the device was removed. The devices were returned for evaluation.

Manufacturer narrative:
As reported, after a .014 palmaz blue stent was implanted in the patient during renal artery stenting, the operator found a broken and leaking balloon when using a pressure pump to expand the balloon. The operator did not pressurize the balloon and withdrew it directly. A new palmaz blue stent was replaced on the spot for the procedure, and when a 7f exoseal vascular closure device (vcd) was used postoperatively to address the puncture point, the plug failed to be deployed when the plug deployment button was depressed. Manual pressure was used after withdrawing all devices. The patient was not harmed. There were no reports of patient injury. The palmaz blue (pb) stent was stored properly according to the instructions for use (IFU), and no damage was noted to the product packaging upon inspection prior to use. There was no difficulty removing the product from the packaging, and it was prepped properly according to the IFU. The stent was manipulated on the sds without any noted damage or deformation. No resistance was met while advancing the device. The contrast to saline ratio used was 50:50. The same indeflator was not used successfully with other devices. The device was inflated to 12 atmospheres before the anomaly was noted, and the gauge of the indeflator indicated a loss of pressure after about 2 seconds. There were no visible signs on the exoseal device or package damage prior to use. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, with no stent near the puncture site, no stenosis greater than 50%, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was still at the distal end of the closure device, partially deployed and partially out of the shaft. The indicator wire was still visible when the device was removed. 2024-10779-1 the device was returned for analysis. A non-sterile ¿blue/aviator plus 6x18/142p pkg¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. A thorough visual inspection revealed no damages or anomalies. The balloon was received deflated. A functional test was performed using an inflator/deflator device attached to the inflation port. The balloon inflation test involved applying positive pressure to reach the rated burst pressure. During this test, a leakage was observed in the balloon, resulting in inadequate operation of the unit¿s intended mechanism. A high magnification analysis was conducted to evaluate the surface condition of the affected area of the balloon. This analysis revealed scratch marks near the main tear identified at the proximal end of the balloon. The reported ¿balloon leakage during positive pressure" was confirmed via device analysis as a leakage of water was noted during functional analysis. However, the exact cause cannot be determined. Device analysis revealed the outer surface of the balloon presented evidence of scratch marks adjacent to the main tear on the proximal end of the balloon. It is likely vessel characteristics and procedural factors contributed to the reported event as evidenced by device analysis. The balloon material near the rupture, appears to have been torn due to the interaction of the balloon with a sharp object from the outside of the balloon. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ the information available and product analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.